Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. The user reported that the upper body shield was broken and had dropped down. As the shield fell, the lead glass hit the operator's hand. It was reported that the operator suffered no injuries and medical intervention was not necessary. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user inattention. The investigation was performed considering complaint description, cs reports, system history and images of the complaint part. It was reported that the shield of the upper body radiation protection broke and fell down. The provided images showed a lot of damage to the outer edges of the radiation protection shield. This damage is evidence of several collisions during the last 14 years (system is installed in 2006). The operator manual contains a general remark that in case of a visible crack, the customer has to exchange this part. Additionally, some warnings / cautions are described in the user manual: "to avoid collisions, the display ceiling suspension, radiation protection devices and other accessories should be outside the c-arm system." Additionally, there is information about the risk of injury. The user should pay additional attention to avoid collisions when the upper body radiation protection is inside the c-arm range. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold; therefore, no corrective action is necessary at this time. No serious injury, death, or unexpected prolonged hospitalization of the patient or other person has occurred or could be expected by applying a risk assessment with the result of probability in the region of inconceivable.